Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Device data was sent to rhythmcare for review. Data review determined the shock impedance measurements since implant have been variable ranging from 63 ohms to 128 ohms. Rhythmcare provided troubleshooting options and recommended performing an x-ray to evaluate system placement. This lead remains in service. No adverse patient effects were reported.